Event description:
It was reported that the camera head had no image. As reported, due to the unit being stored in storeroom, it was decided to test if functional and thus then found the fuse holder to be missing. The event was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Device was not returned to olympus for evaluation and could not be evaluated. Based on the results of the investigation, it is likely that an image was not displayed due to the following reasons: the cable boot was broken because force was applied, and this resulted in water leak and communication failure. Since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU) and the reported phenomena might be prevented by following these descriptions: .never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. -do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. -never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.